Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. The customer experienced symptoms such as vomiting. Blood glucose at the time of the admission was 270 mg/dl. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. Customer's parent stated the insulin pump was damaged. The insulin pump was dropped on the floor. Customer's parent stated the display screen was cracked. Troubleshooting was performed. Customer was advised a replacement will be sent and to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The insulin pump was returned for analysis.